Manufacturer narrative:
This medwatch is for suspect device accu-chek advantage system 1. Reference medwatch with (B)(4) for suspect device accu-chek advantage system 2.

Event description:
The customer obtained results 253 mg/dl on accu-chek advantage system 1 and 103 mg/dl on accu-chek advantage system 2 within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.